Event description:
It was reported in a presentation by a physician during a meeting angiography taken during a follow-up appointment six months post procedure demonstrated regrowth of a previously treated aneurysm. Medical intervention was performed. No further details were reported.

Manufacturer narrative:
(B)(4): device remains implanted.

Event description:
It was reported in a presentation by a physician during a meeting angiography taken during a follow-up appointment six months post procedure demonstrated regrowth of a previously treated aneurysm. Medical intervention was performed. No further details were reported.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The complications reported are known and anticipated physiological effects of these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.